Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and during the procedure, the vizigo was opened and during its preparation, at the time of irrigation, it was not possible to flush it. The faucet/valve was clogged and did not allow the sheath to be irrigated properly. A new sheath was opened and the procedure proceeded normally. The sheath was not used on the patient. There was no consequence for the patient.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).